Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows one needle has no needle point. Based on the investigation and with the photo sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4243194. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305902. Batch # 4243194. It was reported that the bd needle sftygld 23x1 rb had foreign matter. The following information was provided by the initial reporter: verbatim: 23 g x 1 in needle has a blunt tip. Tried to administer vaccine to patient in right deltoid. Needle did not penetrate the skin. Upon looking at 23 g x1 inch needle, it appeared blunt in a squared shaped. Point of needle appears bent inward. Flakey residue inside plastic cap. No visible injury to patient but she experience discomfort. Asked patient if she was in any pain. Patient denied pain.